Event description:
The event is reported as: after about two staples were fired, there was resistance when the handle was depressed and the stapler would not work properly. No pt injury reported.

Manufacturer narrative:
Evaluation, method: device history record review. Results: no similar defect was reported during the manufacturing or packing processes of this lot. Conclusion: CAPA (B)(4) was opened to address issue. The device sample was returned on (B)(4) 2010, the results of the present investigation does not reflect the evaluation of the device sample. If additional info is received for this investigation, a follow-up report will be submitted.